Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at a third party service center, a ventilator inoperative condition occurred. The devices software was reloaded to address the issue. During the evaluation of the device at a third party service center, a failure of the device to charge its internal battery was observed. The device's internal battery was replaced to address the issue. During the evaluation of the device at a third party service center, the device failed a step during testing. The device's fio2 housing and gasket were replaced to address the issue.